Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the his lead that was placed in the rv septum exhibited a high sensing integrity counter (sic) with several short v-v intervals. No intervention was performed and the his lead remains in use. No patient complications have been reported as a result of this event.